Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following series of events: her daughter's blood glucose (bg) level had dropped to 32mg/dl on (B)(6) 2012 and was treated with milk and graham crackers. Beginning about three days ago, the patient's bgs began fluctuating between 32mg/dl to 403mg/dl. The patient she feels hungry during lows but has no signs or symptoms with the high bgs . The patient is (B)(6) and growing, but has no other health conditions or medications, and has had no recent change in diet or activity level. The patient is currently off pump. Customer technical support (cts) reviewed technique with the reporter: no problems with site insertion or cartridge use were identified. Reporter denies bent cannula or trauma to site. Reviewed pump settings. Settings programmed as desired. No problems were identified during review of alarm history or bolus history. The reporter has been using only the buttocks for sites since beginning pump therapy in 2010. Cts advised the reporter to speak with a health care professional about possible dosage adjustments and possible scar tissue formation. This complaint is being reported because use error cannot be ruled out as possible contributor to the hypoglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation revealed no malfunctions or defects with the pump.